Event description:
Caller from account reported a free flow from the source container on station 3 into the final container before the unit had started compounding. The transfer set was changed, resolving the issue. Reporter explained the probable cause of the free flow. Since the issue was resolved by telephone, the unit was not swapped out. No pt involvement.